Event description:
Date of event unk. Nurse programmed a 1 liter bolus, rate set at 999 ml/hr, vtbi 1,000 ml and after an hour, there was still about 200 ml left in the bag. No pt injury. No further details known. IV pump and set were not saved. Discussed possible causes of underinfusion with the account including improper set loading, issues with improper head height and back pressure. Tip sheet on proper set loading was provided to help re-educate the staff. Sales rep made a site visit and reiterated proper set loading and IV set up.

Manufacturer narrative:
(B)(4).